Event description:
Device malfunction: resistance during plunger deployment, distal guide detached. Time of device malfunction: during vessel closure. Symptoms/ae: snaring of detached part, surgical suture. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, resistance was felt as the plunger was depressed to deploy the needles through the anterior vessel wall. Additional force was applied causing the distal guide to detach in the artery. A vessel cut-down was performed and the distal guide was snared and removed from the vessel. The artery was surgically sutured to achieve hemostasis. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.